Event description:
It was reported that during a stenting treatment procedure a shaft break occurred.while using a 2.75x28mm taxus liberte stent in an unspecified lesion, it was noted that the proximal portion of the shaft broke. Additional information was requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a taxus liberte monorail stent delivery system (sds) with stent. The sds was separated 28 cm from the hub. There was a kink in the hypo-tube 2 cm from separation site. The balloon was tightly folded with the stent between the markerbands. Multiple stent struts on the proximal end were bent distally. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. While using a 2.75x28mm taxus liberte stent in an unspecified lesion, it was noted that the proximal portion of the shaft broke. Additional information was requested and is not available.